Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The battery requires replacement to address the reported complaint. The device will be serviced and fully tested before it is returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an external battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.